Manufacturer narrative:
Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure for a hip fracture a helical blade coupling screw would not engage with a tfn lag screw. It seemed that the threads on the coupling screw were not engaging smoothly. The coupling screw was also tested on another helical blade and the same problem occurred. The coupling screw was reapplied to the needed tfn lag screw and the threads were fully engaged by using stronger hand tightening. The lag screw was implanted and the procedure was completed successfully. No patient harm or fragmenting was reported. A delay of less than one minute was reported in the procedure. This is report 2 of 2 for (B)(4).